Event description:
It was reported that during a procedure, three successive ligamax clip appliers failed. The surgeon stated that he had jammed clips, scissored clips, and spit clips. It is not clear as to the succession of failures or to which device the failure(s) occurred. A fourth device was opened to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Opening issues. The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during two non-consecutive firing sequences causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The remaining clips were seven clips with gap and one clip conforming according to our manufacturing specifications. It could not be determined what may have caused the found clips with gap. In addition, the device locked out as intended but the orange indicator was not visible. The found malformed clips and the indicator failure are not related with the incident reported. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip with gap was fed. However, it could not be determined what may have caused the found malformed clip. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4) clip. The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The final quality release criteria were met before this batch was released for distribution. Batch # g9l18y mfg date 09/15/2010 exp date 08/15/2015 (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.